Event description:
Event description cpi received information that this implantable pulse generator (ipg) could not be interrogated. Once the magnet was applied, they could not get the device out of magnet mode.